Event description:
It was reported that the left ventricular lead exhibited failure to capture. The physician attempted to reposition the lead however it was discovered that it was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and for failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.